Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spacer was broken when the surgeon placed it between the femur, and the tibial space. In addition, when the surgeon want to install the femur trial the impactor was broken when he impacted. The surgeon could not work because the impactor is broken, and the trial doesn¿t handled. The surgeon can't have the size of the insert with this spacer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the two photos showing an attune impaction handle confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.